Manufacturer narrative:
Submit date: (B)(6) 2018. Mansfield product monitoring is attempting to gather additional information of the reported event. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the food keeps getting blocked. No additional information was provided.

Manufacturer narrative:
A device history record review could not be performed because the lot number is unknown. Since this complaint sample is not available for evaluation, the issue could not be confirmed. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be closed with no further action; if sample is available later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.